Event description:
FDA/medsun report rec'd. The connectors were in place on a hemodialysis catheter and the catheter was in regular use. Staff was flushing the line with saline. Patient developed clot in dialysis catheter. The report states "...the physician stated the catheter clotted and had to be replaced. It is unclear whether the clot was actually in the tego or in the catheter itself. The involved needleless connectors were not returned to the MFR. For investigation and confirmation. Extensive testing has been performed using a tego and saline flush protocol, which resulted in zero thrombotic occlusion events. A three year review of the complaint database for this list #/similar issue recorded on add'l. Reports identifying a design related or contributing mfg. Defect. The tego needlefree hemodialysis connector was developed by ICU medical specifically for use in hemodialysis, which requires unique engineering to support the high flow rates of blood and fluids. The tego is a neutral displacement connector, which means that when the blood tubing or a syringe is removed from the tego there is minimal reflux of blood into the catheter lumen, thus reducing the need for heparin as an anticoagulant. The tego is also a microbiologically and mechanically closed connector that has been proven to reduce catheter related bloodstream infection (crbsi) in pediatric hemodialysis patients. Use of the tego and saline flush can drastically reduce manipulations of the catheter hub which are beneficial in reducing crbsis and thrombotic occlusions, and, in turn, improve patient outcomes. All of this information and clinical studies have been provided to the user facility.

Manufacturer narrative:
The tego needlefree hemodialysis connector was developed by ICU medical specifically for use in hemodialysis, which requires unique engineering to support the high flow rates of blood and fluids. The tego is a neutral displacement connector, which means that when the blood tubing or a syringe is removed from the tego there is minimal reflux of blood into the catheter lumen, thus reducing the need for heparin as anticoagulant. The tego is also a microbiologically and mechanically closed connector that has been proven to reduce catheter hemodialysis patients. Use of the tego and saline flush can drastically reduce manipulations of the catheter hub which are beneficial in reducing crbsis and thrombotic occlusions, and, in turn, improve patient outcomes. All of this information and clinically studies have been provided to the user facility. A three year review of the complaint database for this list #/similar issue recorded no add'l. Reports identifying a design related or contributing mfg defect.